Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pacemaker procedure. Reportedly, the first prostyle suture was placed and worked. The second and third prostyle sutures became stuck around the distal guide. Both sutures were intentionally broken to release the device from the anatomy. The fourth prostyle device, a link break was observed after the plunger was removed. Following the failures of the three prostyle devices, the first prostyle suture was removed. The sheath was upsized to a 23f, and the pacemaker procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or suture caught in the suture bearing. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate MFR numbers.